Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Clarification to: serial number (B)(4), lot number 62578. The reported events of fibrosis and intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported xen45 gts was severed in the left eye during a needling procedure. The affected device remains implanted and another xen was implanted. There was no eye injury.